Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 4 events were originally reported for this failure mode during the reporting quarter. 2 events were inadvertently excluded. 6 reported events are included in this follow-up record. Product return status: 2 devices were received. 4 devices were evaluated in the field. Event confirmation status 6 reported events were confirmed. Evaluation results 6 devices were found to be affected by missing paint chips.

Event description:
This report summarizes 6 malfunction events in which the device had paint chips missing. 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 4 devices were evaluated in the field. Event confirmation status: 4 reported events were confirmed. Evaluation results: 4 devices were found to be affected by missing paint chips. 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device had paint chips missing. 4 events had no patient involvement; no patient impact.